Event description:
The customer reported that during therapy, the thermogard xp ivtm system (sn (B)(6)) had a problem with the rewarming rate. The rewarming rate was lower than 0.3 c/ hours. Therapy was continued and completed using a second thermogard xp ivtm system (sn (B)(6)). Both devices warmed up too slowly. Per the customer, it took 5 hours to reach normothermia. No adjunct therapies were used. The customer had changed the temperature cable and the catheter during the attempt to troubleshoot the issue, however, no device malfunction of the catheter is suspected. The patient is well and finished the therapy.

Manufacturer narrative:
The customer's reported complaint of the thermogard xp ivtm system (sn (B)(6)) had a problem with the rewarming rate and was warming up too slowly was not confirmed during the functional testing or review of the event log. The reported issue was not replicated during testing, and the thermogard ivtm system functioned as intended. Upon review of the event log, no irregularities were found. The thermogard xp console passed the power-on self-test (post) without any fault or error. The system is working as intended. Following service, the thermogard console passed all subsequent functional and electrical tests with no issues, and readings were within the specified limits.